Event description:
It was reported that balloon ruptured occurred. A target lesion was located in the arteriovenous fistula. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During procedure, the balloon ruptured before reaching the nominal pressure. The procedure was completed with another of same device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR: the pcb 2cm was returned for analysis. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied to attempt to inflate the balloon and liquid was observed to be leaking from a balloon pinhole located at 11mm proximal to the distal marker band. The markerbands and tip section of the device were visually examined, and no issues were noted with the markerbands or tip of the device. A visual and tactile examination of the hypotube shaft found no issues with the shaft.

Event description:
It was reported that balloon ruptured occurred. A target lesion was located in the arteriovenous fistula. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During procedure, the balloon ruptured before reaching the nominal pressure. The procedure was completed with another of same device. No complications were reported, and the patient was in good condition after the procedure. It was further reported that the target lesion was focal, over 70% stenosed, mildly tortuous and non-calcified. The balloon was inflated once at nominal pressure for 20 seconds.